Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon ruptured. During a procedure a taxus express2 8.8% 3.5 x 24 mm drug eluting stent was used and the balloon ruptured. The physician removed the balloon and stent delivery device. There were no reported pt complications.